Event description:
It was reported to philips that the therapy knob failed during its ops check. There was no patient involvement. The customer requested remote service support. Upon evaluation of the device, the reported issue was not confirmed as no fault was found. Based on the conclusion of the investigation, it was determined that this was a user error. After speaking with the customer, they had them perform another ops check and the device passed all testing. Remote support advised cu to advise the users to stay with the unit during operational checks and to follow the on device instructions. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.